Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned for analysis. Electrical testing, visual examination and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited oversensing of noise. The physician elected to remove and replace the ra lead to complete the procedure. The patient was in stable condition throughout.